Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician was aspirating the sheath after removing the dilator, the device was leaking air in. No air was observed inside the patient. The sheath was replaced with another of the same lot but the issue occurred again, so it was replaced with a different lot and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.